Event description:
On (B)(6) 2015, the following was reported to arjohuntleigh: it was indicated by the customer that the facility staff found a resident in bed in the morning complaining of sore knee, staff thought it was arthritis. The resident went for x-ray and it was determined that knee was fractured. A director of care suspects that a resident injured her knee by a sling when being transferred. The resident is transferred 2 to 4 times a day; no bruising on knee; resident didn't fall. It is unknown how and when the fracture occurred.

Manufacturer narrative:
On june 22, 2015 arjohuntleigh received a customer complaint where it was indicated and suspected by facility that the resident received a femur fracture above the knee as a consequence of the transfer using an arjohuntleigh hygienic sling and the medi-lift. It was noted that the resident didn't fall. Review of reportable complaints with medi-lift showed that there is no related events where the person was injured during a transfer (excluding situations where a resident slid out of the sling). Therefore, the incident described above seems to be an isolated event to date. It cannot be clearly established that the lift device (medi-lift) and the sling were being used for patient handling at the time of the event based on the information received "it is unknown how and when the fracture occurred." Both (the lift and the sling) were used after the incident and were not quarantined by the customers facility. However, the lift and the sling were inspected and were found to be in "good" condition. No malfunctions were indicated that could have caused or contributed to the event. Based on this, it was established that the lift and the sling were found to have been up to specification, when the event took a place. The facility reported that the resident is transferred 2 to 4 times a day using arjohuntleigh lifting system (medi-lift and hygiene sling thy-m). Therefore, it was suggested by director of care that the injury was a consequence of the resident transfer. Following the information gathered, during the transfer the resident did not fall out of the hygiene sling and there was no bruising on knee. To use the hygienic sling indicated in the complaint the resident must have good upper body and head control plus sitting ability. Therefore, it is likely that some of these requirements were not met. However, in relation to the above it appears highly unlikely that the patient's injury comes from the use of the sling according to the device labeling but that the resident's conditions were wrongly assessed before transfer. It is possible that the resident could have some form of osteoporosis which could lead to the knee fracture. The instruction for use (IFU) of the loop slings contains the following safety information regarding patient assessment: "due to the anthropometric variance in our population, and numerous types of medical conditions and situations, the following are meant as guidelines to assist in determining proper sling fit. Whenever there is a question of appropriate sling style for a specific medical condition. Consult a physician or medical professional. Arjohuntleigh has clinical consultants that can assist in sling choice, fit and application and can provide regular in-service training." After this review, we can state that the event outcome - knee fracture, is not likely to happen when following the device labeling or the instructions for use (IFU). This is shown by the lack of complaints volume of such issue when compared to the amount of sold devices and in comparison to their daily use. Our conclusion is that the incident happened due to IFU not having been followed. This constitutes a use error. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arijohuntleigh suggests to remind the staff involved of the device labelling, with special attention to professional assessment of the resident performed by a qualified professional before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4).